Event description:
It was reported that approx two months post op, pt had return of severe pain with spasms and stiffness in right lower extremity that he had prior to surgery. A revision surgery was performed approx seven months post op. During the revision surgery, it was noted that set screw was loose.